Event description:
Customer reported they released the crossarm brake and was moving the c-arm in and out, when she got emergency stop activated error wait 5 sec and reboot. She rebooted and finished the case with no further problems.

Manufacturer narrative:
The ge service rep troubleshoot, checked cables and connectors and 5 volt power supply. Found nothing wrong. Order a new gen interface pcb. Esd kit was inspected and functional. Repaired and replaced the fluoro function for gen interface pcb. Flashed nodes and reloaded cal files. Unit works as intended.